Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
General and possibly colorectal lap cases, no specific procedures - "without having any further details offered, such as surgeon, procedure, date and procedure or even lot nos, it's been reported by (B)(6), that there have been further incidents of port site herniation with the low profile ports. (B)(6) would like it reported as it is significant over any reported events using the competitive covidien ports. The last report was made on behalf of (B)(6)." Type of intervention - "not sure if readmittance was reported for suturing up facial defect or not." Patient status - ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. This is consistent with the initial intake of the complaint which detailed that the product would not be returned. In the absence of subject device, is it difficult to determine a root cause. Applied medical identified twenty four (24) lots that had previously been sold to the customer. A review of the manufacturing records for these lots indicated that all lots passed all manufacturing and quality standards. As stated in the instructions for use (IFU), "potential complications associated with the use of kii access system are the same as those associated with the use of surgical trocars and laparoscopic surgery in general and include, but are not limited to: superficial lesions, injury to internal vessels, bleeding, hematoma, injury to the abdominal wall, infection, and peritonitis." Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.